Manufacturer narrative:
Additional information was received that the patient had less pain at the ipg site after the use of the versatis patches, and per the scan there was no infection.

Event description:
A report was received that the patient was experiencing pain at the ipg site which increases with touch and at the incision site where the clik anchor is located. The patient also indicated that the pain can extend from the ipg site to his leg. The patient had a blood test to check for infection, the results were normal. The patient was prescribed versatis patches. The patient will undergo a scan to assess the cluneal nerve and determine the next course of action.

Manufacturer narrative:
Date of event: (B)(6) 2017 (exact date is unknown. Additional suspect medical device component involved in the event: model: sc-4319, lot: 20367855, description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing pain at the ipg site which increases with touch and at the incision site where the clik anchor is located. The patient also indicated that the pain can extend from the ipg site to his leg. The patient had a blood test to check for infection, the results were normal. The patient was prescribed versatis patches. The patient will undergo a scan to assess the cluneal nerve and determine the next course of action.

Manufacturer narrative:
Additional information was received that per the physician assessment the patient no longer has scar pain, but does continue to have deep pain at the site.

Event description:
A report was received that the patient was experiencing pain at the ipg site which increases with touch and at the incision site where the clik anchor is located. The patient also indicated that the pain can extend from the ipg site to his leg. The patient had a blood test to check for infection, the results were normal. The patient was prescribed versatis patches. The patient will undergo a scan to assess the cluneal nerve and determine the next course of action.